Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the patient's ipg received an elective replacement indicator (eri message). It is unknown if this occurred prematurely. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction: the physician believes this ipg met the expected longevity based on the patient¿s programming parameters, as such, the ipg is no longer reportable.

Event description:
The physician believes this ipg met the expected longevity based on the patient¿s programming parameters, as such, the ipg is no longer reportable.